Manufacturer narrative:
The insulin pump had intermittent button response due to corroded escape, act and down button keypad traces. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, broken belt clip slot, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
The customer's mother reported that the insulin pump had keypad anomaly. No blood glucose reading provided. Troubleshooting was done. Customer stated that buttons sometimes does not work. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.